Event description:
Sorin group rec'd a report that an scp displayed an error message. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The circuit board from the scp driver was returned to sorin group (B)(4) for eval. Investigation of the board found the issue was caused by a defective component on the board. Sorin group (B)(4) stated that damage to this component can occur if the centrifugal pump is connected or disconnected to the control panel under voltage. Sorin group (B)(4) has implemented a hardware-change on the circuit board. The board was repaired and returned to the customer. No further action is deemed necessary.